Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.

Event description:
It is reported that the pt complains of pain and noise, "snaps and crackles", for about a yr.